Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the leads were removed and replaced per the patient's request. The patient initially had a left sided system implant, but she continued to complain of pain at the implant site, so the physician moved the system to the right side and opted to implant new leads. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced several months after implant. The specific reason for explant was not provided. No additional adverse patient effects were reported.